Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer that pump could continue to be used, and instructed customer to call back if malfunction reappeared, which customer acknowledged and understood.